Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator was powered on, and minutes after, a "high f" alarm occurred. The breath rate was set to 10 bpm, and the ventilator was delivering 52 bpm. Bench testing revealed the flow valve clear tube was pinched restricting flow. The flow valve clear tubing was not cut. Once the clear tubing was cut, the ventilator functioned properly. Vyaire medical cut the clear tubing to resolve high f alarm and auto cycling issue.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator displays "high f" and is auto cycling uncontrollably. There was no report of any patient harm associated with this reported event.